Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2014 and topical skin adhesive was used. Aquacel dressing was placed over the incision. On (B)(6) 2014, the patient returned to the physician office with blisters and erythema over most of the wound, and the wound was draining aquacel. The patient was treated with alcohol wash, dsd and benadryl as needed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.